Manufacturer narrative:
Device analysis revealed no anomalies; there was stable output on each electrode pair. A por occurred; the device was recharged. There was foreign material under the connector cover.

Event description:
It was reported the device turned off and on several times a day since implant. Impedance measurements were acceptable. No patient injuries were reported.